Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty grasping and single leaflet device attachment (slda) appear to be related to patient morphology/pathology. It should be noted that, per the indication for the mitraclip system instructions for use, " the mitraclip g4 clip delivery system is indicated for percutaneous reduction of significant symptomatic mitral regurgitation (mr). The reported off-label use was due to the user performing the procedure on the tricuspid valve. The tissue damage appears to be due to the procedural condition of the slda. Tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report single leaflet device attachment and tissue damage. It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5+. The valve had a tethered and frail septal leaflet with lots of chordae. An xtw clip was inserted and grasping was performed. However, due to the dense chordae, grasping was unsuccessful. It was noted that imaging was poor due to the imaging device being used. The device was changed, and imaging was no longer an issue. The leaflets were still unable to grasped; therefore, the clip was removed and replaced. An xt clip was successfully deployed on the tricuspid valve. A second nt clip was inserted, but due to patient anatomy, grasping was difficult. After multiple attempts, the posterior and septal leaflets were grasped. After deployment, it was observed the clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), resulting in a leaflet tear. No additional clips were implanted, and tr was reduced to a grade of 4. There was no clinically significant delay in the procedure. The following day, it was observed tr had reduced to a grade of 2-3. No additional information was provided.